Manufacturer narrative:
The complaint of leaks on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event occurred on an unspecified date. The internal rubberized component tego¿ connector reportedly ruptured after only a few uses and this made the proper use of the product unfeasible. They classified this issue as recurring and emphasized that, according to protocol, the product should be replaced every seven days. However, due to the rupture, additional replacements were required, up to three tegos replaced for the same patient within that period. This situation resulted in material waste and directly impacted clinical routines. The reported failures occurred after the regular replacement schedule, which takes place on mondays and tuesdays. Despite patient involvement, as described by the customer, there was no patient harm as the issues were consistently identified at the beginning of treatment sessions, allowing timely intervention and preventing more serious consequences.